Event description:
During a follow-up, episodes of inadequate capture were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
An event of capturing problem resulting in no clinical sign, symptoms, or conditions which was addressed by additional surgery was reported. The high-voltage lead was capped and will not be returned. Gfes were performed confirm the if there was loss of capture (loc) and imaging. No additional details were provided. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of increased capture threshold was able to be verified by the field representative.